Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) was interrogated and the device showed a gray bar for longevity estimate. The device was never used. There was no patient involvement.